Manufacturer narrative:
Product complaint # (b)(). Batch # unk. Date of event: month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, some staples did not form perfect b-shape so the surgeon had to do reinforce suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58z53. The analysis results showed that the tx30v device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.